Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that for the last 3 days they had been going to the bathroom every 15 minutes, soaked the bed twice, and had to put a bunch of pads down. Patient said that they had started to drink less however said this morning still went to the bathroom 5 times in a short period of time. When asked, patient said that the first week everything was great however the second week everything changed. Patient said that went to healthcare provider office and was told that they had extra fluid from the implant surgery on the 6th and from the 3 procedures done on her varicose veins on the february 2nd, 4th, and 31st of january. Patient also said that they did see their rheumatologist last week and were given a couple of new medications however said that it didn't affect their symptoms right away. When asked, no changes to typical diet or fluid intake and they hadn't had any falls or trauma. Patient asked for direction. Patient said that didn't receive any education and were told that the manufacturing representative (rep) reviewed with their daugh ters. Patient said that their daughters had made about 5-6 adjustments since received the implant and last one was 3 days ago. Patient said that when adjustments were made, if it worked, only helped for a couple of days. Reviewed therapy information and general pr ogramming guidance. With instruction patient connected to implant, confirmed that stimulation is on, and made a slight adjustment. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient to monitor symptoms for at least 4-5 days and if needed make another slight adjustment and also reviewed when to consider the option of switching programs. Patient was redirected to follow up with their managing physician to discuss their current symptoms. Patient mentioned has an appointment scheduled for the 18th to see their managing physician. Additional information was received on 2026-mar-30 from the patient. They reported that their doctor's physician assistant (pa) changed them to program 6 a week and a half ago at the doctor's office. The patient said yesterday they were outside for five hours doing yard work. When they came inside and sat down they had to go to the bathroom every 15 minutes for three hours. They couldn't get up fast enough. When they got up they had no control at all. They said they had nothing to drink but two bottles of water in the morning. It stopped a little during the night. The patient couldn't get 8 feet from their bed to the bathroom. They went through almost a 30 pack of pads yesterday. They said the first two weeks of getting the implant was great. After that everything was gone. If they had to go for a walk they had to go. If they were sitting down they could wait 30 to 45 minutes. On the call the agent helped the patient connect to their stimulator. The patient said it was on program 7 and not 6 like the pa said. They left it on program 7 and increased it to a comfortable level. The patient was going to monitor their symptoms. The patient had an appointment with the doctor next week or the week after.